Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas e411 disk analyzer. The initial result was 22.90 miu/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result and asked the laboratory to repeat testing. On (B)(6) 2021, the repeat result was 1836 miu/ml with a data flag. This result was believed to be correct. The result from a new sample drawn on (B)(6) 2021 was >10000 miu/ml with a data flag. The reagent lot number was 55103600 with an expiration date of 31-oct-2021.